Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Hospital telephone: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Customer quality conducted an investigation of the returned device. The investigation has shown that the welding joint between the handle and the inner shaft broke and hence the plastic handle got separated from the shaft. The plastic handle is intact, no parts broke off. The device is seven years old and in a frequent use and forcible used condition. The nature of the visible hammering marks and striations on the striking head and on the front side of the handle point to the fact that the instrument was subjected to excessive and misuse. The current technique guide recommends ¿insert the pfna blade to the stop by applying gentle blows with the hammer¿ even though the visible marks on the front side of the handle attest misuse. It can be assumed that these damages at the bottom side of the instrument did lead to the breakage of the weld. However, due to other complaints of the same nature, appropriate action has been taken to address the issue. DHR review / no findings. It can be concluded that excessive/inappropriate use did lead to the breakage. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 26.jan.2010. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the blue outer portion of the handle on the impactor for proximal femoral nail antirotate (pfna) blade is disconnected from the shaft. No impact on a procedure reported, no patient involvement. This report is for one (1) impactor for pfna blade. This is report 1 of 1 for (B)(4).